Manufacturer narrative:
A field service engineer (fse) was dispatched for this event and on-site (B)(6) 2011 and replaced waste tubing and fittings. System performance was verified according to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leakage that was occurring at a fitting on the top of the waste container. No injury was reported.